Manufacturer narrative:
The referenced previous driveline infections were reported under medwatch MFR report #s 2916596-2018-00011, 2916596-2018-01085, 2916596-2018-01498 and 2916596-2018-05270. Approximate age of device - 1 year, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to a driveline infection. Pyogenic discharge from the exit site was observed. The patient's white cell count increased to 12.2 x 10^9 cells/l. The c-reactive protein level was 12 mg/dl. Cultures were positive for pseudomonas aeruginosa. Unspecified changes to the patient's medication were made. The infection reportedly resolved by (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.